Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers and protruding staples were visible at the 4cm cut line for all reloads. The clamping mechanism was deformed on reload two and reload three. The reloads were cycled without hesitation or binding, and were applied to test media. All staples were placed, and test media was cleanly transected by all reloads. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a bariatric surgery procedure. The trigger broke and de stapler failed/pre-shot. The device had pre-fired. Nothing fell into the patient cavity. The surgeon was not able to press the green button or squeeze the handle. The device did not fire. In correct the issue, refill or load. There was no patient involved in this event. There was no patient harm. The current status of the patient is well.